Manufacturer narrative:
The reported event could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by inadequate use / maintenance or simply due to normal wear and tear. The device inspection revealed the following: the returned devices are indeed damaged / broken off as reported, which lead us believe that inadequate handling during use has been the cause as this was found upon inspection. Note that these devices are several years old though and therefore must have been in good use (normal wear and tear over the years in use). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Upon incoming inspection, items were visibly worn. No associated procedure.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Upon incoming inspection, items were visibly worn. No associated procedure.